Event description:
Boston scientific crm received information that this lead was explanted due to a patient infection. It was reported that the culture of the patient's pocket was positive for (B)(6).

Manufacturer narrative:
No other adverse patient effects have been observed. At this time, no additional information is available. If additional information becomes available, this report will be updated.